Event description:
It was reported that the insulin pump had unresponsive buttons. The blood glucose reading was 210 mg/dl. She noted that the customer was treated with a backup plan since she got off the insulin pump therapy. She stated that the customer had high blood glucose because she was not using the insulin pump. The customer's mother was unsure whether the device had been exposed to moisture, possibly from the her daughter going running. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had unresponsive buttons due to corroded keypad traces. Unable to perform the occlusion test due to the button/keypad anomaly. No moisture damage found inside the device. The unit was received with cracked display window corner, reservoir tube lip, belt clip slot, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.